Manufacturer narrative:
(B)(4). The hospital held a private internal meeting to discuss this 30 days after the death. The surgeon discussed the case with his colleagues and chair of surgery. There were multiple factors involved including a lot of ent work that was done on this patient.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the issue occurred on the third firing only and the staples were malformed; there was no report of any staples missing from the staple line. The sales rep commented that the surgeon expressed concern that the patient may have to be brought back for an interposition/flap, but to her knowledge that has not happened and there has been no reported change in patient care. Another sales rep is following up with the surgeon and any changes in patient condition or care will be reported. To date, no patient consequences have been reported.

Event description:
It was reported that during an esophagectomy, pharyngectomy and laryngectomy procedure, during the resection of the gastric specimen and creation of the conduit, the surgeon experienced a malformed staple formation on the third firing across stomach. He did not observe the malformed staple line prior to pushing the conduit up into the chest toward the neck. After mobilizing, the conduit into the chest and bringing it back down into the abdomen, the surgeon noticed an opening of the staple line at the fundus. After transecting the malformed area, sending it to pathology and examining it, he noticed staples formed on one side but not the other. The cartridge used was ecr60d. The surgeon removed the incomplete staple line, and used a cartridge of the same code and lot # to fire across the same area. Another cartridge was then used to finish the stapling of the stomach. Because he had to remove part of the staple line, the surgeon lost a small portion of length in his gastric conduit.

Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery?n/a. Did the patient undergo preoperative chemo or radiation therapy? N/a. Can additional information be provided in regard to the shape and location of malformed staples noticed? There were 2 unformed staples much more proximal to the conduit. At the conduit there were many formed staples seen, but tissue appeared to have given way or separated near staple line. The surgeon commented today in office, that he feels that potentially a cartridge too small had been selected at the conduit (blue), in this case. Was a leak test or other diagnostics performed during initial procedure? No how long post-operatively were issues identified? 6 days. How were the issues detected? Endoscope post op by bariatric surgeon. How was the staple line dehiscence addressed? Stent placed by bariatric surgeon does the surgeon believe the quality of tissue played a role in the outcome? Bariatric surgeon that performed scope, and surgical oncologist wrote an email stating it was ¿hard to pinpoint.¿ that is all. Additional information received: the surgeon informed the rep today that the patient passed away on post-operative day 14 potentially due to staple line dehiscence.